Event description:
In an article "complications and safety aspects of kyphoplasty for osteoporotic vertebral fractures: a prospective follow-up study in 102 consecutive pts" the following event was reported: one pt: superficial wound infection, ten days post procedure, which required surgical revision. One pt: subcutaneous haematoma evacuation. One pt: two weeks post kyphoplasty, a pt developed a postoperative infected spondylitis at the operated level with epidural abscess and incomplete paraplegia; treatment was emergent posterior decompression, abscess evacuation and instrumentation as well as anterior debridement and corporectomy in a 360 degrees fusion. No additional info was reported.

Manufacturer narrative:
Report source: article titled: "complications and safety aspects of kyphoplasty for osteoporotic vertebral fractures: a prospective follow-up study in 102 consecutive pts" written by yohan robinson, sven kevin tschoke, philip f. Stahel, ralph kayser, christoph e. Heyde, published on 15 january 2008 in the journal "pt safety in surgery 2008, 2:2." Method: other, device not returned, internal review of literature, follow-up with author. Conclusion: the data from the present study imply that percutaneous kyphoplasty can be associated with serve-intra- and postoperative complications. This minimal-invasive surgical procedure should therefore be performed exclusively by spine surgeons who have the capability of managing perioperative complications.